Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) per the physician is related to patient anatomy. The poor image resolution appears to be related to procedural circumstances of sub-optimal imaging. The reported mitral regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from one leaflet and the mr increasing. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4. Although imaging was difficult, one clip was implanted, reducing mr to 1-2. Several days post procedure, it was noted the clip detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The mr increased to 4. The patient will be evaluated to see if placement of another clip is possible. No additional information was provided.